Manufacturer narrative:
No anomalies found by checking the DHR of the lot# of definitive head involved (201780368) on a total of (B)(4) ceramic femoral heads manufactured with this lot#. In addition, no anomalies found by checking the DHR of the lot# of trial head involved (2015am01a) on a total of (B)(4) trial heads manufactured with this lot#. This is the first and only complaint received on these lot#. We will submit a final MDR once the investigation will be completed.

Event description:
During surgery, a mismatch between the trial head dia.32mm, #s - model# 9095.10.721, lot# 2015am01a- and the definitive ceramic femoral head dia. 32mm, #s - model# 5010.42.321, lot# 201780368 - was found. No reported consequence for the patient but, according to the info reported, the final implant had to be changed. Event happened in (B)(6).